Event description:
It was reported the colonovideoscope had a scope communication error. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a corroded connector due to a leak in the biopsy channel caused by tear marks and kinks. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.